Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complaints team received an impact study that found a possible relationship between the impella device to the patient's bleeding. The patient had a blood coagulation disorder that was possibly caused by impella therapy. The patient needed a transfusion for the blood loss. The patient survived the event.

Manufacturer narrative:
The investigation of vt/vf has been completed. The root cause of the vt/vf cannot be determined since the product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
B.2 death and date of death were added. B.5 new information was received. H.1 revised due to new information received. H.6 health effect - clinical code and health effect - impact code were addded due to new information received. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2025-25819 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Event description:
The complaint team received new information from an impact study that reported the patient went into cardiac arrest, went asystole and expired. The study found there was a remote relationship between the impella and the patient's death and a possible relationship between the impella procedure and the patient's death.